Event description:
The larger of the two brushes dislodges [device breakage]. No adverse event [ no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the larger of the two brushes on the oral-b dualaction brushhead dislodged. No symptoms developed.

Manufacturer narrative:
Return of the product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.